Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 494 mg/dl. Infusion set site/ tubing were changed out. A bolus was delivered to address bg. Cause of event was not known. Pump system check was performed; no device issue was identified. Customer declined to remove the cannula for inspection. Cartridge and infusion set were changed out and insulin delivery was resumed. After the system check, customer alleged "there was something wrong with the pump". Tandem clinical diabetes attempted to follow up with the customer; however, customer did not reply.